Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient¿s glucose readings were initially within his normal range, though he couldn´t recall the exact values. Shortly afterward, he experienced symptoms of hypoglycemia, including dizziness, sweating, and confusion, and subsequently lost consciousness. His girlfriend called 911 immediately, they do not recall whether treatment was given or if a fingerstick glucose (fs) test was performed prior to emergency medical services (ems) arrival. Ems transported the patient to the hospital, where a manual fingerstick test confirmed critically low blood glucose (exact values unknown). Intravenous glucose was administered to stabilize the patient. He remained at the hospital for one day and was discharged the following day (more than 24 hours), feeling well. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.